Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction and the malfunction code was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.